Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a permanent implant procedure on (B)(6) 2023 scar tissue was encountered at the initial laminectomy and a dural tap occurred. The physician applied a blood patch, the procedure was completed, and the patient did not experience any symptoms.